Event description:
A family member reported issues with the customer's sensor and infusion sets. The family member stated that the needle hub of one of the sensors broke off before inserting it into a serter. It was also reported that after one insertion the customer bled profusely; it was discovered that the insertion site was an off-label use of the product. The sensors and infusion sets will be replaced. Troubleshooting was declined and the family member reported that a nurse was working with the products. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluate three opened/used sensors and performed visual inspection and found one of three sensors insertion needle bent inside sensor base. The second sensor found needle separate from sensor base, the remaining sensor is missing needle. We were unable to confirm if customer received sensors in that condition due to customer returning it opened/used. We were unable to confirm insertion complaint due to it being against sen-serter.